Event description:
While dr was using the drill bit, the tip broke off in the right side tmj. Unable to retrieve, left in place as part of the implant. Small portion of the drill bit broke during use. Dr stated that it would be more traumatic to retrieve the piece & that the piece left behind should not cause a reaction.